Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 90 mg/dl. The customer stated the location of the leak is in tubing connector. The customer advised to check other sources of the leak and found no other leak sources present. The customer was advised to return reservoir and transfer guard. The customer was advised to discontinue use of the reservoir. The customer was advised that the reservoir will be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and checked the o-rings/stopper groove for anomalies, and none were found. Ran basal bolus leaking test and no leaks were noted.